Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Consumer complaint of erratic blood glucose test results. Expected fasting blood glucose test result range is 50 to 80 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed prior to call on (B)(6) /2015 with test results of 67 mg/dl and 97 mg/dl. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 216 mg/dl and 206 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 07/24/2016 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. The most likely underlying root cause of this device malfunction was associated to the user's misunderstanding of erratic results.

Event description:
Consumer complaint of erratic blood glucose test results. Expected fasting blood glucose test result range is 50 to 80 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed prior to call on (B)(6) 2015 with test results of 67 mg/dl and 97 mg/dl. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 216 mg/dl and 206 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 07/24/2016 and open vial date is 08/26/2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.